Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to power on the system. The erbe generator did not power back on after turning off intraoperatively. The fuse and power cord were okay. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter to obtain additional information. The system functionality was checked at startup. The da vinci system powered on with no errors. The generator was not replaced during the procedure. The procedure was completed robotically.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the generator would remain off on the system. The integrated electrosurgical unit (iesu) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and found to have a power issue; the device would not power on. The complaint was confirmed based on failure analysis.